Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient event. Medical personnel were able to restore power each time by pressing the on button. The patient was being monitored at the time of the event and there were no adverse effects to the patient as a result of the reported issue. No further details about the patient, or the event, were available.